Event description:
Customer reported that she had unexplained low blood glucose. Paramedics were called to assist customer at home. The blood glucose reading at the time the paramedics arrived was 26 mg/dl. Customer stated that her insulin pump had weak battery and she was unable to remove the battery cap. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked battery tube threads, damaged battery cap coin slot and cracked reservoir tube lip.